Event description:
Event description guidant received information that this device was exhibiting ventricular pacing followed closely by ventricular sensing spikes on an electrogram. Further investigation concluded that the ventricular lead had dislodged.